Manufacturer narrative:
Concomitant product: baxter 500ml exactamix bag ref (B)(4), lot 1153568, exp 2019-5, therapy date (B)(6) 2016. The customer¿s report of a pump segment leak was confirmed. Visual inspection of the set under magnification showed a tear in the center section of the silicone segment tubing. No crush marks or tool marks were observed. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was determined to be a tear in the center section of the silicone segment tubing. The origin of the tear was not identified.

Event description:
The customer reported leaking from the pump segment which was discovered when responding to an ail alarm during infusions of tpn, intralipids, bumex and milrinone. The line was clamped off and then replaced with a heparin and normal saline infusion until replacement IV fluids could be obtained from the pharmacy. There was no patient harm.